Manufacturer narrative:
Device evaluation: one device was returned for investigation. No exterior damage was found. Functional testing could not duplicate or confirm the malfunction reported. No action/repair needed to the device as no fault was found. Performed preventative maintenance. Device software already updated to v1.6.5. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Replaced cracked right plunger case, left plunger case, plunger cam, plunger float, push block and right and left timing plates. Installed missing plunger case seal. Cleaned, greased, calibrated the pump. Device passed all functional and delivery tests after repairs.

Manufacturer narrative:
B3: date of event is unknown. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device exhibited a primary audible alarm during background test. There was unknown patient involvement.